Manufacturer narrative:
The device associated with this reported event was not returned for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received. Review of provided patient x-rays confirmed the adapter bolt has fractured. There is no evidence to confirm the reported breakage of the adapter.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received. Clinical der indicates that the patient was revised to address a loose femoral adapter bolt. This event meets the definition of serious and is considered moderate. It is definitely related to device and definitely not related to procedure.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address aseptic femoral loosening at the cement-implant interface secondary to a broken adapter and adapter bolt. Cement manufacturer is unknown.